Event description:
It was reported the patient was unable to turn the stimulation on or off with the magnet after implant. The patient programmer was able to communicate with the ipg successfully. After the site had healed a different type of magnet was used to no avail. The patient met with the physician and it was decided to replace the ipg due to the issue. The physician explanted and replaced the ipg and the issue was resolved.

Manufacturer narrative:
Results - the complaint was confirmed. The ipg was returned without any visible anomalies. It was functional and communicated with all lab utilities. The ipg failed manual testing of the magnet mode function. It failed the magnet test on automated test equipment which also confirmed the failure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.